Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated. It was further reported that the icm could not be found with palpation or chest x-ray. The icm scar was reported to be nicely healed. The icm status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.